Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including facility, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2019 that utilized paragon 28 tenotac soft tissue fixation system. On a post-market surveillance feedback, it was reported that the patient experienced a floating toe recurrence during the post-operative course. In addition, it was said that the female part had a little bit of fiddle factor. This is incident 1 of 2 for this report.